Event description:
A surgeon reported a pt was seeing two curved lines in the left part of her vision following intraocular lens (iol) implant surgery. It was also reported that in bright lights a reflection can be seen in the eye by others. No intervention is planned at this time. The iol remains implanted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested by fax and mail on 12/19/2008 and by phone on 01/02/2009. A completed questionnaire was received on 01/07/2009. This report was mailed to FDA on: 01/16/2009.